Manufacturer narrative:
A product evaluation was completed on the returned 12tlw805f35. The reported event of balloon ruptured was confirmed. As received, balloon was found to be ruptured at the central area. Balloon edges did not match at the ruptured region. Per the IFU, "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". No other visible damage was observed from the catheter body and windings. Through lumen was patent without any leakage or occlusion. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. A device history record review was completed and documented that device met all specifications upon distribution. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. The controls to defect the failure mode are established in the manufacturing process. As part of the manufacturing process, 100% of the manufactured units go through a balloon inflation process. A corrective action is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the balloon of the fogarty catheter ruptured during use. Patient demographics were requested but unavailable. There were no patient complications reported.